Event description:
Subject ID: (B)(6)/ study ID: faradise (B)(6). It was reported that after an irreversible electroporation ablation procedure using a faradrive sheath the patient experienced bleeding at the groin access site. Manual compression of the area was performed in conjunction with a compression bandage. Bloodwork was performed to check the patient's hemoglobin levels, which indicated slight anemia. The patient was admitted overnight for observation and discharged the following day. The sheath is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.